Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open +5v wire in the ECG "c" and "d" cable. The ECG "c" and "d" cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor returned an electrode belt for an unrelated issue, when a reportable malfuction was found.